Manufacturer narrative:
The fse replaced the lid and tested the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus field service engineer (fse) was dispatched to the customer's facility to service a different endoscope reprocessor. While at the facility, the fse also evaluated the endoscope reprocessor that is the subject of this complaint. The fse found the device had a cracked lid. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
Upon further review, this complaint is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. This complaint will be closed by olympus.